Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an in.pact admiral paclitaxel eluting balloon catheter was used to treat the distal sfa of the right limb. Approximately 6 months post procedure, patient suffered right sfa occlusion (tl) and was treated with pta and implantation of stent. Patient recovered. Investigator assessed event is not related to procedure or paclitaxel but possibly related to the device. Sponsor assessed event is possibly related to device but not related to procedure or paclitaxel.